Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse during inspection that the cardiosave intra-aortic balloon pump (iabp) unit had failed drive manifold test. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) reported that the drive manifold assembly (d104-00-0031) was defective and was replaced. The unit passed all functional and safety tests then returned unit back to customer.

Event description:
N/a.